Manufacturer narrative:
(B)(4). Medwatch #(B)(4). Investigation results: visual evaluation of the returned device found the flare detached, the wire kinked in the middle of the device, and the catheter kinked in the distal section and near the handle. The device has evidence of the flaring process and the handle cannula was found in good condition. The complaint was confirmed; due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a gi procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to extend from the sheath when the device was actuated. The procedure was completed with another captiflex snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be okay. This event has been deemed a reportable event based on the investigation results; flare detached.